Manufacturer narrative:
(B)(4). The hernia was diagnosed on an unknown date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. It was reported the hernia was diagnosed after the start of pd therapy. The cause of the event was unknown. The location of the hernia was right middle quadrant. It was reported the patient was hospitalized for hernia repair surgery eight months after diagnosis. At the time of this report the patient was recovering from this hernia event. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.